Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. No motor error alarms noted during testing. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump kept alarming compromised force sensor system. Customer's blood glucose was 75 mg/dl. Customer was advised to discontinue use of the device and the device need to be replaced. Customer agreed to return the device for analysis.